Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system had aspiration problems during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, a system message (sm) was confirmed and the pneumatics module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A pneumatics module was received and a visual assessment of the returned sample revealed one of the vitreous cutter cpc connectors in the module was missing and the forceps cpc connector was the incorrect type. However, to proceed with functional testing the cpc connectors were replaced from a known-good pneumatics module. The pneumatics module was installed into a calibrated constellation system for functional testing. The module was found to meet specifications. How or when these cpc connectors became nonconforming could not be determined as the pneumatics module would not be installed into a system in this condition and would not pass the service test procedure (stp). The root cause cannot be determined conclusively. (B)(4).